Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was reboot to basic input output system (bios) password screen. Customer tried hard reboot, but issue persisted. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was up and running correctly. A field service engineer replaced the hard drive mounting plate and hard drive cable, then restarted the system with no issues observed, performed three additional reboots to verify stability, all of which completed successfully. The system functioned as intended after the field service engineer repaired the device.